Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance, measuring greater than 125 ohms. No adverse patient effects were reported. This device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited high shock impedance, measuring greater than 125 ohms. No adverse patient effects were reported. This lead remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. If information is provided in the future, a supplemental report will be issued. Additional information was provided, it was reported that the patient was seen in-clinic and lead integrity checks were performed. High output pacing was performed for 10 minutes which showed no significant improvement in the shock impedance. All maneuvers were performed with impedance measurements between 124 to 134 ohms. The only aspect that was not performed was the 1.1 joule and 41 joule sync shocks. Boston scientific technical services suggested that they perform shock testing next. No additional adverse patient effects were reported, and the lead remains in-service. Additional information was provided, it was reported that a 1.1 joule shock and 41 joule shock sync test were performed which returned impedances of 93 and 110 ohms respectively. The physician decided to revise the generator due to elective replacement indicator (eri) and this lead remains in-service with the new device. No additional adverse patient effects were reported.